Manufacturer narrative:
H6 (type of investigation): replace b17 with b01. H6 (investigation findings): replace c20 with c1601. H6 (investigation conclusions): replace d15 with d0301. H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the insert chip during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (light blue body) of a minicap transfer set; further described as "broken". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.